Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 615 mg/dl. The customer was light headed and had abdominal pain. It was stated that the customer didn't get any alarms prior to the event. The nurse was unable to troubleshoot at the time of the call, but she mentioned that the infusion set did not have a cannula attached to it. Nothing further was reported.